Event description:
The following was reported by the user facility to the MFR on (B)(4) 2013. The pt complained of chills during treatment. Pt's temperature increased to 103 degrees f. Blood cultures were collected and pt was sent to ER. Ref MFR# 2937457-2013-00080.